Event description:
No additional information available. Complaint 2 of 3.

Manufacturer narrative:
Corrected sections: a1, d6-implant date.

Event description:
No additional information provided.

Manufacturer narrative:
Corrected section: a2.

Event description:
Information was received a removal surgery took several hours and all 3 nails broke and multiple bones fractured. The patient needs to be in a wheelchair for 6 weeks and all the fractures were treated conservatively. Report 2 of 3.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
See h10 for updated section(s).

Manufacturer narrative:
Updated section: d4 lot number, h4 device manufacturer date the device was not returned for evaluation as the customer refused the return. Review of the provided x-ray images were able to confirm that the nail had disassembled showing that the distraction rod disconnected from the housing tube in the femur. There was also an image provided of the nail in two pieces. It was also noted that images revealed there was excessive damage to the distraction rod. It is unclear how the distraction rod sustained the damage but was most likely during the removal process. The reported broken bone was unable to be verified as the images provided images were not taken during or after the removal procedure, but during the overall distraction process. It is unknown if the difficult removal is the cause of the broken bones. Bone quality is unable to be assessed on plain images (especially fluoroscopic images) and it was not reported that the patient had poor bone quality. Device history review (DHR): a review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods. Labeling review: general potential adverse events and complications: as this is a major surgical procedure, there are known complications associated with orthopedic surgery such as bone fractures, nonunion, delayed union, malunion, premature healing (consolidation), decrease in bone density due to stress shielding, inadequate screw fixation, difficulty with nail or screw removal, early or late infection that may result in the need for additional surgeries, damage to blood vessels or nerves, deep venous thrombosis or pulmonary emboli, acute local inflammatory response, loss of sensory and/or motor function or paralysis, pain, abnormal sensations, and/or permanent deformity. Cautions: device should be removed after implantation time of no more than one year.